Manufacturer narrative:
The pet lock was intact to the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and the coil was undamaged. Evaluation of the returned smart coil revealed a functional device. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath and allows it to seat on the pusher assembly mid-joint. If the mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance the device out of its introducer sheath. The resistance experienced may have contributed to the inability to advance the device through its introducer sheath. During functional testing, the introducer sheath was reseated properly on the pusher assembly mid-joint, and was able to advance through a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.